Manufacturer narrative:
The device was returned to resmed for investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had a power failure. There was no indication that the failure occured during ventilation or that alarms did not function as desired. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. A review of the device logs confirmed the device auto powered off. No power failure event was recorded by the device. The investigation found that the device "auto power off" feature was enabled. When the "auto power off" is enabled, it is expected that the device will power off after it has been in standby mode for 15 minutes using the internal battery. The device operated within specifications. Battery testing found no issues with the battery. There was no fault found with the returned device. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident. (B)(4).